Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 475 mg/dl. She was experiencing unexplained high blood glucose levels. The customer treated her blood glucose level with boluses using the insulin pump. The customer was feeling extreme fatigue, was lethargic, and had a dry mouth. The infusion set had a completely bent cannula. The high pressure test and self-test passed. The device was not returned.